Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump did not deliver a bolus and that she needed assistance with programming. The blood glucose reading was 440 mg/dl. The customer was assisted and stated she would treat with a bolus from the insulin pump. She had been using manual injections due to not having the insulin pump set up for the past three days. The customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.